Event description:
It was reported that during preparation, the 3.0 x 15 mm trek dilatation catheter was pulled from the hoop and the catheter separated at the hub into two pieces. There was no patient involvement, the device was not used and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the trek catheter noted contrast visible in the inflation lumen consistent with preparation. The balloon was tightly folded. The hypotube separated at the distal end of the hub, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hub and hypotube were inadvertently handled during preparation, resulting in the noted separation. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.